Event description:
It was reported that during a laparoscopic procedure, air leaked with a boo sound when a 5mm forceps was removed from the device. The abdominal pressure was 10mmhg and high flow. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device (a) found that it was received with the cap separated from the sleeve; the posts and hole were noted broken. The obturator was noted broken. The batch record was reviewed and no anomalies were noted during the manufacturing process. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h90w7g expiration date: 03/2016 manufacturing date: 04/2011 (B)(4) leak failure. The analysis results found that the device (c) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # h9108w expiration date: 04/2016 manufacturing date: 05/2011 (B)(4) leak failure (B)(4).